Event description:
It was reported that the infusion set site detached from the applicator when the customer attempted to remove the blue needle cover while using an inset 23" 6 mm set, and education was provided to gently loosen and twist the blue cover prior to removal to prevent recurrence. Symptoms included elevated blood glucose for several hours without reported clinical manifestations. Outcomes included interruption of therapy and the need to replace supplies, with no alerts or alarms and no healthcare utilization. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set deployment issue associated with handling of the needle cover, with no device alarms and no additional device components implicated. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.